Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 02/28/2019 to the present date 12/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on/off. No patient involvement was noted.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. No patient involvement was noted.